Event description:
During endoscopic sinus surgery, the doctor reported that the bur did not appear to be getting irrigation and it over heated. The patient had a little bit of a burn, mostly superficial, on the inside of there nose but the doctor felt that the patient is going to be ok. The procedure was completed without any significant delay. With the exception of the application of a topical ointment (polysporin), no follow up procedures were necessary. All portions of the bur were returned indicating that there were no unretrieved device fragments. Visual inspection showed both the spiral wraps had broken inside the outer tube 1 5/8 of an inch from the diamond tip. The break corresponds to the approximate center of the radius of the outer tube. Scratches were found around the outer spiral wrap 7/8 of an inch from the tip corresponding to the tangent point of the distal end of the radius of the outer tube. No heat discoloration of the metal was visible. Based on the area where biological contaminates were dried, the outer tube heated up near the break point. The diamond coating was compacted with biological contamination along with the suction area in the center of the tip. No damage was found to the inner and outer hubs and grease was found at the metal collars between them as required. There were no signs of device maltreatment. The irrigation is not clogged at the barb end but the opening at the tip end is approximately half blocked with biological contaminates. Instructions for use statements include, but are not limited to: use adequate irrigation from a separate user-provided irrigating source. The use of an accessory without irrigation may cause an inordinate amount of heat buildup resulting in thermal injury to tissue. During the procedure, it is recommended to periodically submerse the blade in sterile water with suction connected to the handpiece. A review of the complaint history indicates no trends for this product. This is the first report of this type on this product lot.

Manufacturer narrative:
No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Multiple attempts to obtain the required information were made, and the records of these attempts are documented in the complaint file. This product was being used for treatment, not diagnosis. The reported superficial burn was not life threatening and did not results in permanent impairment or damage. We are filing this as a serious injury since intervention was required. A topical ointment was used to preclude permanent impairment or damage to a body structure by preventing infection.